Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that a low platelet result was generated by the celldyn emerald analyzer on a chemotherapy patient. A result of around 18,000/ul was generated on a sample from (B)(6) 2013. The expected value for the patient was around 34,000/ul. The patient was redrawn on (B)(6) 2013 and a platelet result of 38,000/ul was generated. The customer indicated that they had difficulties drawing the patient's blood on the first sample and the fill volume was less than normal. There was no impact to patient management.

Manufacturer narrative:
The investigation included reviews of product historical data and product labeling. Quality control and whole blood precision passed expected specifications. The submitted data showed results of the repeat runs were consistent and aligned with the initial result. The possibility of a compromised and poor sample draw cannot be eliminated. The celldyn emerald operations manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no issues were identified. The investigation did not identify a malfunction/deficiency.